Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b3 (date of event), block b5 (describe event or problem), block e1 (initial reporter title, name, and phone number), and block e3 (initial reporter occupation) have been updated. Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results the hydra pro rx 44 device was not returned as it was reported to be disposed. However, a media analysis was performed on the photos provided by the complainant where it can be observed that the device was leaking liquid from the distal section of the working length, also, was observed that the cutting wire was bent. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. According to the media analysis performed, it was possible to observe the device had a leak in the working length and also had the cutting wire bent. However, the most probable cause of the reported event cannot be established due to lack of evidence. The product was not returned for analysis as it was reported to be disposed, and a technical analysis could not be performed. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.

Event description:
It was reported to boston scientific corporation that a hydratome pro rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. During the procedure, the tome was leaking. A video clip of the complaint device was provided and showed that the tip of the working length was leaking. Additionally, the cutting wire appeared to be kinked. The procedure was completed with another device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered. Additional information received on january 12, 2026. It was reported that the event date or procedure date occurred on (B)(6) 2025. It was reported that the anatomy location of the procedure was at the common bile duct and the procedure was completed with another hydratome pro rx 44 device.

Event description:
It was reported to boston scientific corporation that a hydratome pro rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. During the procedure, the tome was leaking. A video clip of the complaint device was provided and showed that the tip of the working length was leaking. Additionally, the cutting wire appeared to be kinked. The procedure was completed with another device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.